Event description:
The customer reported that the sys would intermittently not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the sys, adjusted the 5 volt power supply, and reseated circuit boards and connectors. The sys operates as intended.